Manufacturer narrative:
The device was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced food poisoning resulting in peritonitis. On the same day as onset, the patient was hospitalized and treated with an injection of teicoplanin (400mg in the 1st, 3rd and 5th bag, duration not reported) and an injection of netilmicin (100mg in the 2nd and 4th bag duration not reported). Treatment was ongoing. At the time of this report, the patient was recovering from the event and pd therapy was ongoing. No additional information is available.